Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: incident description: multiple episodes of air in line" in all 4 pumps. Infusions of norepinephrine dobutamine and normal saline flushes. Resolving these episodes took an immense amount of time; time that could have been better spent actually looking after the patient. 2 episodes resulted in hypotension that required increased drug use. The problem seems to come from micro "champagne" like bubbles that cling to the tubing. The bubbles are very difficult to clear causing wasting of drug."